Event description:
While performing analysis on the vns generator for MFR report # 1644487-2010-02478, it was found that the received programmed settings indicated that a faulted diagnostics test likely occurred prior to explant. It is believed that the error occurred during the explant procedure. Further attempts for info are in progress.